Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarms noted during testing however, corrosion was found on the motor home switch during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin pump error alarm therefore customer could not complete rewind process. Customer also complained about leaks in reservoir compartment of the insulin pump. Customer was unable to check alarm history because insulin pump stuck in reservoir and tubing. Customer was not able to clear the alarm. Insulin pump had keypad anomaly however buttons were responsive after troubleshooting. Customer was advised to change the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.